Event description:
Regarding the coviden valleylab smoke evacuation pencil, difficulty opening sterile, tearing open the paper splits and the bovie can not be taken out of the packet without contamination. Manufacturer response for smoke evacuation pencil, coviden valleylab smoke evacuation pencil (per site reporter). Unknown